Event description:
It was reported that: the pt was not being adequately ventilated. While the ventilator was set to a "vt" of 700 ml, the monitor indicated only approx 300 ml. The pt was switched to an ambu bag until another machine was made available.